Manufacturer narrative:
The reported complaint of an icy catheter (lot #195722) leak was confirmed during functional testing. During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon. The probable root cause of the catheter leak could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated up to 100 psi when pressurized. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous history of complaints was reported for the icy catheter with lot #195722.

Event description:
An ivtm therapy was initiated for a 64-year-old female patient (weight - 75 kg) after CPR. An icy catheter (lot #195722) was inserted smoothly into the patient's right femoral vein in a single attempt. During the cooling phase, the customer noticed an emptying saline bag. The customer replaced the saline bag and noted a decreasing volume of saline from the saline bag and a blood tinge in the start-up kit (suk) tubing. Immediately, the customer performed a leak check and, upon aspiration, noted blood in the syringe. The customer suspects a catheter leak and infusion of 750 ml of saline solution. The patient temperature at the start of the therapy was 35.5°c, the target temperature was 33°c at the maximum rate, and the temperature at the time of the issue was 33°c. The catheter was replaced to continue the therapy. No injury was reported.